Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump was alarming and the screen read no disposable clamp tubing. Reservoir volume was 238.9 ml. Medication was 5-fu. There is no air in the tubing. Turned the pump off then back on and started the pump. The screen read run reservoir volume 238.9 ml. The rate was confirmed. There was no patient injury reported.